Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set cannula bent on (B)(6) 2024. The event occurred after three or more hours of insertion. The infusion set had been used for twelve hours. The insertion site was at the abdomen. The blood glucose level was high with the presence of moderate ketones at the time of event; therefore the patient was treated with correction boluses. The symptoms reported by the patient at the time of event was feeling dizzy and spacy. The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6004421 have already been previously tested in the complaint (B)(4) on 06/feb/2025. The reference samples were tested for flow. All test results were within specifications as per the test report complaint (B)(4) and additional tests for the reference samples were documented for the malfunction soft cannula found bent upon removal from infusion site, under section 06.44. And the visual inspection was found within specifications. Device history record (DHR) review: the lot 6004421 was manufactured according to the work instruction (wi) version 108 manufactured in the line 7, on 02/dec/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 05/feb/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6004421 and another 5 complaints have been registered in database for the same lot 6004421 and malfunction code. Corrective and preventive action (CAPA) determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc). 1. Include the defect in document 4805074 (work instruction inset line). 2. Improve guards of the conveyors. 3. Update trays for the stock of cannulas. 4. Update document 3a02003 (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document 4805074 (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database 1771074- 30/sep/2025).